Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on the keypad traces. No moisture damage found inside the device noted. No unexpected numbers ramping or scrolling during testing. The device had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, broken belt clip slot, scratched case, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 218 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.